Event description:
It was reported that the pulse generator could not be interrogated. The patient's presenting rhythm was intrinsic, no pacing pulses present. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.